Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Initial legal comment report with a (B)(6) 2009 notification date was received. It was already known that the patient had died in 2007. This event was incorrectly determined not reportable as there were new allegations against the device. After review of the information at hand, the event met the MDR reportability criteria and therefore, a medwatch report will be created. Another legal comment report with a (B)(6) 2011 was received stating the patient is deceased. Upon review it was discovered that the patient died one month post implant of the device system. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Initial legal comment report with a (B)(6) 2009 notification date was received. It was already known that the patient had died in 2007. This event was incorrectly determined not reportable as there were new allegations against the device. After review of the information at hand, the event met the MDR reportability criteria and therefore, a medwatch report will be created. Another legal comment report with a (B)(6) 2011 was received stating the patient is deceased. Upon review it was discovered that the patient died one month post implant of the device system. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Pt's wife reported he died of cardiac tamponade and pericardial effusion. Further investigation revealed the patient had a device implant for ischemic cardiomyopathy and congestive heart failure with no complications. Approximately 2 weeks later, the patient presented to ER with 3 day hx progressive dyspnea which had worsened over the previous 24 hrs. Echo showed pericardial effusion with cardiac tamponade. Thoracotomy performed with pericardial window approx 500cc bloody fluid removed from the pericardial sac. Pt developed vt that the defibrillator shocked appropriately. The patient's condition continued to deteriorate and he died of "cardiac failure." No reasonable suggestion of device causing injury or death per hospital and autopsy med records. Autopsy reports no evidence of tear or puncture of heart or vasculature. Additional information received from attorney that the patient "suffered extreme physical injury, emotional and psychological distress which included sudden death." (B)(6) 2011.

Event description:
Information received from attorney that the patient "suffered extreme physical injury, emotional and psychological distress which included sudden death." An allegation from an attorney further indicated the patient is deceased.